Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 122, 103 mg/dl%. Patient did not experience any adverse events. No further information has been reported.